Event description:
It was reported to philips that the allura device did not boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced a hard disk. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided the system was not in clinical use. Field service engineer (fse) inspected the system on site and confirmed that the system had boot fail. The fse found the system bootup failure when user turned on the system. The fse replaced the replaced the host pc hdd and reseated the ram along with vga card. The fse also restored host pc ghost file. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.